Manufacturer narrative:
We contacted the customer and explained to them that the network is set up on the hospital structure, and that we can not see how the switches and runs are set up. Customer will check with their it department to see if there is a centralized switch that is losing power or faulty. Our support team is working with the customer and investigation is still under process.

Manufacturer narrative:
The customer reported that the central monitoring systems (cns) are showing temporary communication loss and the devices would lose communication and then come back up and off. We contacted the customer and explained to them that the network is set up on the hospital structure, and that we cannot see how the switches and runs are set up. Customer will check with their it department to see if there is a centralized switch that is losing power or faulty. The device was never sent in for evaluation. Due to the age of this complaint, additional information necessary to conduct an investigation is not readily available. Based on the information provided at the time of the event assessment, there is no indication of patient injury or reportable event as a result of this issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
Please refer to (B)(4).